Event description:
It has been reported to philips that the azurion 7 m20 system wireless footswitch fluoroscopy worked, but that the dsa did not work on the azurion 7 m20 system. The system was in clinical use at the time of the event. No harm has been reported. Upon evaluation, it was indicated that there was a potential loss of wireless connection. The customer was advised to switch to the wired footswitch. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch could not be used during planned treatment. The procedure was completed using the wired footswitch. Per the information collected, wi-fi connection from the wireless foot switch was lost, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after the bug fix for the intermittent wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.